Event description:
During a check-out procedure at the manufacturer's service center, a ventilator failed test steps during testing. The device was not in patient use. The device's sensor board needs to be replaced to address the issues.